Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaint was reported relating to this event. A follow-up MDR will be submitted if additional information is received. Massive uterine enlargement increases the risk for injury to bladder, ureters and bowel during hysterectomy. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered post -surgical complications.

Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a davinci robotic hysterectomy on (B)(6) 2012. Intuitive surgical was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was reported an incidental cystotomy during the creation of the bladder flap as an intraoperative complication. On (B)(6) 2012 patient underwent hysterectomy with bso and cystoscopy with repair of incidental cystotomy. This was closed by urologist during procedure. Ureters were identified and patent at end of surgery, noted in cystoscopy. Discharged home the next day. On (B)(6) 2012, the patient return to hospital for right ureteral injury, leaking urine from vagina. Cystoscopy with bilateral retrograde and right ureteroscopy with stent placement performed. Patient was discharged next day. The patient did well with stent and re-implantation was not required. No further clinical information was provided.